Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 427 mg/dl, 68 mg/dl, 167 mg/dl and 302 mg/dl. No adverse event reported. Meter and strips have been discarded by customer; no product will be returned.